Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused granulation, minor infection, and migration. Study: gildea tr, downie g, eapen g, herth f, jantz m, freitag l. A prospective multicenter trial of a self-expanding hybrid stent in malignant airway obstruction. Journal of bronchology & interventional pulmonology. 2008;15(4).

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.